Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had been inadvertently programmed off. It was reported that when the physician placed a magnet over the device, a continuous tone was elicited vs. Synchronous r wave beeping tones.